Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy the endocutter clamped down on tissue on the first firing of the device and wouldn't fire. The doctor wasn't able to remove the endocutter from tissue and opened a second like endocutter to cut around the endocutter to remove the device from the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n55y7p. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).